Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead, product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
The healthcare provider reported that the device was removed due to infection. There was no patient death or patient injury. No cultures, symptoms, causes, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient was indicated for spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.